Manufacturer narrative:
(B)(4).

Event description:
Correction: MFR report number: 2953200-2014-2669 for regulatory report number 9612164-2014-01718.

Event description:
A vailent stent graft system was implanted for the endovascular treatment of a type ib endoleak. It was reported that the patient had a secondary procedure for a proximal type 1 endo leak which was not related to the distal components. Afterwards it was noticed that there was diminished flow in the superficial femoral artery distal to the repair. The anteriotomy was extended down and a patch was sewed in with good results and good flow distally. It was also reported that after the stent graft was deployed and the delivery sheath removed, the femoral artery was closed primarily with 5-0 prolene sutures. After placing the final sutures, however, the surgery team was not happy with the blood flow distal to the area of closure. They reopened the femoral artery and patched it, which enlarged, instead of restricting, the femoral artery lumen. Per investigator, the diminished flow was not device related, but was procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen and a cta showed a persistent endoleak. The physician's initial impression was that this was the original type 2 endoleak again. However it could not be ruled out that this was a persistent type 1a (proximal) endoleak, as the radiologist suspected. It was noted that the clinical report form (crf) was updated to a type ia endoleak instead of an unknown endoleak; however it had not been resolved yet. The patient was to be monitored.